Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient was charging too often. The patient's recharge frequency was every 3 days. The rep did not have the interval prior to this but it was the result of programming changes. The new program was a high density setting that was made by a rep about a month ago. It was not known if the patient had any previous overdischarges. The rep was going to give the patient a second group that contained cycling to see if that helped. There were no patient symptoms reported. Additional information was received from a rep. It was reported that the patient was changed over to high density settings and reported no relief from the therapy. The rep ran impedance tests and they showed some results that were over 40,000 ohms. The rep wanted to know if the patient could have an MRI. It was noted that under fluoroscopy, the system appeared to be all still intact. The impedance values over 40,000 ohms was discovered on (B)(6) 2017. The loss of therapy began about six to seven months prior to (B)(6) 2017. Additional information was received from a rep. It was reported that the patient reported several falls, but the timeline and severity were unclear with no clear causality. An x-ray was done of the implantable pulse generator and leads up to and including the insertion point with no visible breakage or damage; all appeared normal. No actions/interventions were taken at this time. It was noted that the information was confirmed with the physician/account.